Event description:
Terumo medical corporation received the following reported information: the device was already bent in its outer packaging. The carrier system which contains the collagen & anchor was also bent in the sterile plastic packaging. Another angio-seal was taken from the same package with the same lot number and it was undamaged. There was no patient involved.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement . A3a: sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement . A6: race: no patient involvement. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for a damage to the anio-seal device. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).